Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). As a result of the device confirmation by (B)(4), the leakage from the distal end of the device was found. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for staphylococcus species (4 cfu/100ml) and bacillus species (1 cfu/100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA). There was no report of patient infection associated with this report.